Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 310 millimeters (mm) from the terminal pin; the proximal segment was returned. Visual inspection noted electrocautery damage in several places. There was an indent surrounding the lead approximately 195 mm from the terminal pin. Laboratory technicians noted this was likely from a suture sleeve tie down site. The suture sleeve appeared to have been located approximately 180 to 203 mm from the terminal pin. The conductor coils appeared to be fractured near the distal area of the suture sleeve tie down site, approximately 205 mm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that the fracture was consistent with a fatigue fracture near the distal end of the suture sleeve area.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The lead was suspected to be fractured. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.